Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed two battery depleted alarms were recorded. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. It was determined that a possible root cause was due to the depletion of the dry cell battery capacity. The device passed all functional tests after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a battery failure alarm. There was patient involvement and unknown patient harm/adverse event reported.